Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found no abnormalities except for surgery related damage which is not considered abnormal and dried body fluid and tissue around the helix, which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgment and high pacing thresholds. The rv lead was successfully explanted and replaced with a different lead. No additional adverse patient effects were reported. The lead is expected to be returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgment and high pacing thresholds. The rv lead was successfully explanted and replaced with a different lead. No additional adverse patient effects were reported. The lead is expected to be returned.